Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and attempted to manage morning elevations by entering additional meal announcements spaced over approximately 30 minutes, reaching a reported blood glucose as high as 300 mg/dl for about 5 hours without back-up therapy. Symptoms included no immediate clinical effects. Outcomes included no medical intervention and no assistance sought. Investigation included user interview, review of use patterns, and troubleshooting and education with assignment for additional training. Investigation of this case revealed user-initiated use of meal announcements as corrections and no abnormalities noted by the user on inspection of infusion set cannula and tubing. It was concluded that the event involved hyperglycemia with cause unclear and that education was provided to avoid additional meal announcements and allow the device to automate insulin dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.